Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing and high threshold, as well as increasing and high impedance values were noted on the right atrial (ra) lead. A lead impedance warning was observed. Noise, undersensing and oversensing were also noted. A polarity switch occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.